Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and wit hout magnification. No visual evidence of any damage exist. The stapler was received with 29 staples left in the cartridge indicating that at least 6 staples were fired by the end user. (B)(4). Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger the first staple properly form and released. On the second attempt the staple formed and released correctly. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The complaint cannot be confirmed. All attempts to other remarks: fire, form, and release staples correctly were successful. A corrective/preventative action will not be assigned. The reported complaint of "staples stuck in stapler" could not be confirmed based upon the sample received. All of the remaining staples in the cover block were able to form and release. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Event description:
The staplers were stuck during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1600307 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The staplers were stuck during use. There was no patient injury.